Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while implanting a 4 hole plate on the patient's left zygomatic bone, a screw broke and remains implanted in the patient's bone.